Event description:
While performing large bowel anastamosis following colon resection, the stapler was fired. After removal it became apparent that no staples had been in the stapler. A colostomy had to be performed at this point due to the fact that the stapler which cuts as it staples did not leave enough tissue to attempt anastomosis again. Add'l 2 hrs surgery time and significant blood loss.